Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312) and is related to and occurred prior to c&r#: 3003768277-08/25/2025-009-c .

Event description:
It was reported to philips that geometry does not work, intermittent error. This is connected to loss of movement related to a allura xper fd20/20. There was no reported patient or user harm.